Event description:
Information received that the brake on foot end of bed was not setting. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. Brake on foot end was not setting due to broken rocker link on foot end. Replaced with brake/steer upgrade to resolve this issue.